Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of the clip being deployed in the scope. Block h2 (additional information): block e1 initial reporter email has been updated based on the additional information received on august 22, 2025.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 clips devices were used during a colonoscopy procedure for polyps performed on (B)(6) 2025. During insertion, one clip spontaneously deployed inside the endoscope. No deployment steps were taken, and the clip detached from the catheter without any staff interference. The same problem occurred with the other two resolution 360 ultra clip devices. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 clips devices were used during a colonoscopy procedure for polyps performed on (B)(6) 2025. During insertion, one clip spontaneously deployed inside the endoscope. No deployment steps were taken, and the clip detached from the catheter without any staff interference. The same problem occurred with the other two resolution 360 ultra clip devices. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a150208 captures the reportable event of the clip being deployed in the scope.